Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and gel, broken shell. A visual and microscopic analysis was performed which identified broken crease sharp, opening striated, missing shell (0-25%), wear abrasion, crease fold. Base on the device analysis the final assessment is a striated opening due to surgical damage consist in the use of some surgical tool. An opening crease sharp on anterior due to fold flaw opening and a missing shell due to inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.